Event description:
Malfunctioning medtronic insulin pump led to hospitalization with dka. I can only tell from the documentation that it was a medtronic pump and that the medtronic rep came to the pt while in the hospital to replace the pump. Diagnosis or reason for use: type 1 diabetes.